Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a fungal infection. The patient¿s nurse used an antifungal powder on the infection. Outcome of the infection is unknown.